Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the impedance on electrode 3 remained high after the surgery. The lead lot number and implant date were provided. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that after removing the extension from the lead, the lead would not advance all the way through the ins port. The issue occurred intra-operative. The rep stated that nothing looked damaged on the electrodes. The lead went past the screw, but got stuck at the #3 wire of the header block. Turning the lead while advancing into the port was reviewed, but this was unsuccessful. The physician stuck 18 and 21 gauge needles into the port and those passed through just fine. The rep mentioned that they unscrewed the screw a lot and the lead wouldn't insert. The rep opened a new ins and the same thing happened and the lead was getting stuck in the same place in the port. The rep discussed using spinal cord stimulation product to see if that would work. While the rep was looking for other product, the physician was able to fully insert the lead into the ins by gently squeezing the shape of each electrode before advancing it into the header block. Electrode 3 had impedance over 4000 ohms, but was not used in programming. It was noted that the procedure was an ins change due to normal battery depletion and impedance was fine prior to the case. No symptoms were reported.